Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, a reporter (pharmacist) for the lay user/patient contacted lifescan (lfs) (B)(4) alleging that the patient's onetouch verio iq meter read inaccurately high in comparison to results on another device. The complaint was classified based on customer care advocate (cca) documentation. The reporter stated that the alleged inaccuracy occurred on (B)(6) 2015 after 19:00, and claimed that the patient obtained a result of 212mg/dl on the subject meter in comparison to a result of "171mg/dl" obtained on another meter (onetouch ultra easy). The two tests were performed less than 30 minutes apart. The patient manages her diabetes by self-adjusting insulin doses and felt she took too much insulin as a result of the alleged product issue. The reporter detailed that "1-2 hours" after the alleged inaccuracy began, the patient developed symptoms of "cold sweat, and hypoglycemia" and on "(B)(6) 2105, 19:00" self-treated with food and/or drink. During troubleshooting the cca noted that the meter was set to the correct unit of measure and an approved sample site was used to obtain the result. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly suffered symptoms suggestive of a serious injury after the alleged product issue began.

Manufacturer narrative:
Follow-up # 1. The lay user/patients meter has been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, performance testing with blood was performed on the retain test strips. The retain test strips passed all testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.